Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one guide wire for analysis. No obvious signs of use were observed on the guide wire. Visual analysis revealed that the guide wire contained two kinks along the body. The distal j-bend was intact. Microscopic examination confirmed the defect and confirmed that the distal and proximal welds were present and full and spherical. The kinks in the guide wire were measured at 181mm and 348mm from proximal weld. The overall length of the guide wire measured 603mm, which is within the specification limits of 596mm - 604mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.801, which is within the specification limits of 0.788mm - 0.826mm per the guide wire product drawing. The guide wire was functionally tested per the instructions for use (IFU) provided with this kit, which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was threaded through a lab inventory arrow raulerson syringe (ars) and lab inventory introducer needle. Minimal resistance was encountered when threading the guide wire through both components. A manual tug test confirmed that the proximal and distal welds are intact. A device history record review was performed and no relevant findings were identified. The IFU provided in this kit instructs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The report that the guide wire kinked during use was confirmed through examination of the returned sample. Visual analysis revealed that the guide wire contained two kinks along the body. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. The patient's condition is reported as fine.